Manufacturer narrative:
Concomitant medical products: dtba2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed high and variable impedance values. The physician was notified and the patient continues to be monitored via remote monitoring. The rv lead remains in use. No patient complications have been reported as a result of this event.